Event description:
It was reported to vyaire medical that the flow values of the ltv 1200 ventilator were reading high. There is no information of patient involvement as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the flow values are reading high. It was found that the tubing located at the top port of pilot in the left of the solenoid on solenoid mount assembly was damaged and punctured. The solenoid mount was then replaced to resolve the issue. "